Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "confirmed seroma via ultrasound", physician "suggested bia-alcl testing", extracted the seroma and results will be available within a week". Results indicated "confirmed as seroma". The device remains implanted. Side is unknown.